Event description:
It was reported, the endoscope reprocesser's connecting tube cannot be connected to the channel connector in the reprocessing bin as the connectors came off. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information added to fields d1, d2, d4 (model number, serial number (must be removed and replaced by the lot number) and primary unique device identification (UDI) number), d8, d9, e2, e3, g2 (health professional must be selected), g4 (PMA/510(k) number), h3, h4 and h6. For h6 (component code of 4733 - connector/coupler must be removed and replaced by a more appropriate code). A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been less than 1 year since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's allegation was confirmed. Based on the results of the investigation, it is presumed from the investigation result that external stress was applied to lock lever of the connecting tube, which led to breakage of the tube. Subsequently, the tube was unable to be connected. The user may have applied stress toward wrong direction which caused the external stress. The event can be detected/prevented by following the instructions for use: 9 preparation and inspection. 1 visually inspect the connecting tube to ensure that there are no cracks, breaks, rips, scratches, attached debris, or other irregularities. 3 move the lock levers of the reprocessor side connector to make sure that they function properly and are not broken. Olympus will continue to monitor field performance for this device.